Event description:
Caller states the lancet protrudes from the softclix plus lancet device cap. No adverse event reported. Requested return of suspect device and replacement was sent. Info suggests issue was discovered in the home.